Manufacturer narrative:
As reported, the patient underwent a surgical procedure to implant a cordis filter for the treatment and prevention of blot clot related issues. The device in the patient was positively identified in a scan and subsequent evaluation taken on approximately 9 years later. The CT scan conducted at the time indicated the patient¿s filter's tip is at the l2 level of the renal veins and the superior apex touched the left portion of the ivc and the inferior apex touches the right lateral. Subsequent evaluation of the images confirmed the filter had tilted in the patient¿s inferior vena cava. As a result of the malfunction of the cordis filter, the patient has suffered from and will continue to suffer from permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient is currently in a weakened and susceptible state for future injuries. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Additionally, the timing and mechanism of the reported filter tilt is unknown. Patient, technique or procedural factors may have contributed to the reported tilt. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Based on the limited information provided, it is unclear which filter was implanted in the patient. The catalog and lot numbers were not provided. In addition, further patient details such as medical history, age and other patient details are not available. Upon receipt of such information, a report will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief, the patient underwent a surgical procedure to implant a cordis filter for the treatment and prevention of blot clot related issues. The device in the patient was positively identified in a scan and subsequent evaluation taken on approximately 9 years later. The CT scan conducted at the time indicated the patient¿s filter's tip is at the l2 level of the renal veins and the superior apex touched the left portion of the ivc and the inferior apex touches the right lateral. Subsequent evaluation of the images confirmed the filter had tilted in the plaintiffs inferior vena cava. As a result of the malfunction of the cordis filter, the patient has suffered from and will continue to suffer from permanent and life-threatening injuries, requiring extensive medical care and treatment. She (he) is currently in a weakened and susceptible state for future injuries. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries.

Manufacturer narrative:
As reported, the patient had implant of a cordis filter for the treatment and prevention of blot clot related issues. The patient has a history of asthma. During the implant procedure, the right internal jugular vein was accessed. The patient tolerated the procedure well. A CT scan, 9 years later, indicates the patient¿s filter's tip is at the l2 level of the renal veins and the superior apex has tilted and touches the left portion of the ivc, and the inferior apex touches the right lateral. Per the patient profile from (ppf), the patient reports the filter has tilted, and she has emotional distress, pain and fear. Per the medical records, a CT scan of the patient¿s abdomen was taken eight years and ten months post implantation. The report states that the superior apex touches the posterior left portion of the ivc, and the inferior apex touches the right lateral portion of the ivc. The superior tip of the ivc umbrella is at the l2 level. This is at the level of the renal veins. There is no evidence of perforation or fil strut fracture or bending. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.